Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing was not conducted properly due to leakage by the deformation of the scope connector (s-connector). The event can be detected by following the instructions for use (IFU) section: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had deposits in the suction channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign material / dirt was inside of the light guide lens and a brownish foreign material was on the bending section cover adhesive. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that foreign material / dirt was inside of the light guide lens and a brownish foreign material was on the bending section cover adhesive. Additional findings include the following: the switch box had discoloration, the control unit had a scratch, the suction cylinder had no color, the color ring had a crack, the indication on the grip was unclear, water tightness was lost due to a deformation of the scope connector, the electrical connector was dirty due to water leakage, the connecting tube had a cut, the adhesive around the objective lens had wear, and there was corrosion around the forceps elevator the investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.